Manufacturer narrative:
A philips remote service engineer (rse) provided troubleshooting assistance. The rse advised the customer the device likely requires replacement. At this time, the customer has elected to assume responsibility for servicing the device. The customer has been advised to contact philips for any further follow-up support, at which point a new service order will be created, if applicable.

Event description:
The customer reported that the ip5 device powers on and successfully connects to the cart monitor; however, approximately 30 seconds after startup, the screen freezes. The customer stated that when this occurs, they must manually shut the unit down to regain functionality. Multiple reboot attempts were performed, but the issue persisted each time. The device was reported to be in clinical use. No adverse event to the patient or user was reported.